Event description:
The recipient is reportedly experiencing intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's equipment is functioning to specification. The recipient's symptoms have improved and the recipient is experiencing limited sound quality issues. The recipient will not proceed with revision surgery at this time. The recipient remains implanted. This is the final report.